Manufacturer narrative:
Through follow-up communication with the customer (B)(6) learned that the device was taken out of use in (B)(6) 2016. The internal tubing was replaced and the device decalcification was performed. The device was returned into service with a clean test result in (B)(6) 2016. On (B)(6) 2017 the device was tested positive for cultures again and was taken out of use. Furthermore livanova learned that the device was placed inside the operation theatre and a disinfection cycle was performed before the device was returned into service.

Manufacturer narrative:
(B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
(B)(4) received a report that the heater-cooler system 3t tested positive for mycobacterium chimaera and mycobacterium gordonae during maintenance. The customer stated that the test result, received on january 13, 2017, showed 4 cfu/ml mycobacterium gordonae and 2 cfu/ml mycobacterium chimaera. There is no known patient involvement.